Event description:
During a surgical procedure, metal flakes fell off into the pt. The flakes were retrieved by the surgeon without any injury to the pt. All devices used were also replaced to finish the procedure which was extended about 1/2 hr.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.